Event description:
Patient called the 24hr heartmate 3 left ventricular assist device (lvad) line to report that the internal battery fault alarm had occurred on her controller. Patient was sent to a shared care site to perform the battery exchange and update the controller clock post battery exchange. Vad coordinator was present via facetime to walk through and supervise clinic staff during the exchange. Patient had a clinic appointment earlier during the year, and clinical monitor showed 13 months of battery life left.